Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s daughter reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 400 mg/dl and 60 mg/dl. Daughter stated her mother was brutal diabetic she did not think it was insulin pump issue but wants the new insulin pump so wants the warranty date on it. The customer was declined to troubleshoot for issues reported. The customer was treated with bolus for high blood glucose and treated with sugar for low blood glucose. The insulin pump will not be returned for analysis.